Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not annunciate alerts as intended. There was no reported adverse effect to the customer's blood glucose level. The customer declined further assistance from tandem technical support regarding the issue, and continued to use pump for insulin therapy.